Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, when removing the delivery system capsule fell off in the back of the pt's throat. The pt was not injured following the procedure.